Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm that found the issue replaced the ac line cord and performed the pm with full calibration, functional and safety tests. The iabp was then returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The full name of the event site is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the electrical safety test during a preventative maintenance performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.